Event description:
Patient said that they received an implantable neurostimulator (ins) by another manufacturer. Patient said that site didn't heal properly, became infected and had to be surgically removed and said that the surgeon experienced difficulty removed the complete system due to scar tissue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).